Event description:
It was reported that on apr. 16, 2024, the patient underwent the orif surgery for femoral intertrochanteric fracture (simple transverse fracture) with the nail and the end cap in question. In the surgery on femur, the process went well until the nail insertion. A guide pin was inserted into 2 mm in front of the osteo-cartilage. Since the measured value was 92 mm, a 90 mm blade was inserted. When the image was confirmed as the blade was fully inserted, the blade was just barely on the bone head. The surgeon returned the blade to the indicated position and adjusted the set screw, but once he felt that the set screw may not have closed properly, he removed the blade completely. When the guide pin was advanced to the indicated position and measured again, the measurement was 88 mm. The blade was installed in the indicated position. The set screw was lowered, the lateral stop was inserted, the device was removed, and the end cap was inserted, but was difficult to insert. The remaining 2 mm did not go in, and no further progress was made. It took about 20 minutes to insert the end cap, but as a result, it could not be inserted. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. This report is for one (1) tfna end cap extens. 0 tan this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9; complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. E3: reporter is a j&j sales representative. H3/h6: device history lot a manufacturing record evaluation was performed for the finished device product code # 04.038.000s lot # 8830p09 it was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: (B)(6) 2024 manufacturing site:jabil bettlach expiry date:01-jan-2034 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.